Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in the country of (B)(6). Consumer reported that pledget fell apart upon removal. She confirmed she removed all the remaining pieces.